Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a communication failure, whereby communication could not be established between the implantable pulse generator (ipg) and either the remote controller or the clinician programmer (cp). As part of the troubleshooting process, the charger was used to fully charge the ipg, after which attempts were made to establish communication with both the remote controller and the clinician programmer. This evaluation was performed to determine whether the issue was related to a charging failure or to a malfunction of the ipg itself. If communication cannot be established with either device following charging, replacement of the ipg will be required. The patient was hospitalized at the time of the report; however, the hospitalization was related to a separate medical condition and was not associated with the reported communication issue.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.. A supplemental report will be submitted once patient outcome is obtained.